Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that for the last 2 weeks, the patient had been presenting with a lot of symptoms and reported the pump may be malfunctioning. Caller stated that the patient is requiring IV dilaudid around the clock. Caller also mentioned that the settings were changed in the last two weeks ago. Since then, patient is complaining of more pain. Patient ended up in the hospital the day before yesterday with excruciating pain. Caller thinks the pump has dilaudid but requested a local manufacturer representative (rep) come to read the pump. Agent transferred caller to national answering service (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.